Event description:
The handle broke away from the needle. This occurred inside the needle handle not allowing the needle to advance or retract. Another device was used to complete the procedure. The handle moved up and down, but the needle no longer moved with it, hence needle broke away from handle, inside the handle. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-19 devices of lot c740658 in stock at the time of the investigation. The complaint info stated that user of the device had the following issue "the handle broke away from the needle. The handle moved up and down, but the needle no longer moved with it, hence needle broke away from the handle, inside the handle." As the devices have not been returned for eval the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the info provided a document based investigation was carried out. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-19 lot c740658 revealed no issues which could have contributed to this complaint report. No corrective action is warranted at this time. The 2 yr complaint history has been reviewed and the occurrence of this complaint type is low. Complaints of this nature will continue to be monitored for potential emerging trends.